Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified a wire that was loose on the mega suturecut needle driver instrument. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. No other damage was found. The customer reported complaint loose wire does not itself constitute a MDR reportable event; however, broken cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.